Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h2, h3, h4, h6. Corrected field: g2 ("health professional" should not be selected as it is unknown if the contact/reporter is a health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that [no image] occurred due to output connector failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source had no image. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.